Manufacturer narrative:
Initial reporter zip code is (B)(6). Full facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not chill the water. In manual mode, the water started at 21°c. They set the target temperature to 4°c, but instead of cooling, the water temperature increased to 27°c. They have reviewed the csv files and verified this as an obf. Per review of wo on 23jul2025, there was no patient involvement.

Event description:
It was reported that the arctic sun device did not chill the water. In manual mode, the water started at 21°c. They set the target temperature to 4°c, but instead of cooling, the water temperature increased to 27°c. They have reviewed the csv files and verified this as an obf. Per review of wo on 23jul2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. The device was evaluated upon receipt. The chiller is not cooling the water. Too costly to repair. The device will be scrapped. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.